Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2016 to report that a patient had rash on the left side of his chest. The patient's physician advised the patient to remove the lifevest until the rash healed. The patient also applied an over-the-counter cream to the rash. Follow-up indicated that the rash had improved and was healing.